Event description:
It was reported that during implant the patient experienced atrial flutter or fibrillation. The following day the patient had a stroke and was transferred to intensive care. The cause of the stroke was unknown.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.